Manufacturer narrative:
(B)(4). Date sent: 06/09/2025 d4: batch # unk additional information was requested, and the following was obtained: - could you please clarify if all device presented same quality issue reported. Yes - please specify what device was used with gst60b, ecr60w, and ecr60d. Where they used with the cdh25a reported? If not, please provide the product code and product lot for the device involved. No. A pse60a was used with gst60b, ecr60w, and ecr60d. The pse60a was not reported because it worked well in the procedure. A manufacturing record evaluation was performed for the finished device ecr60d with lot number 255c60; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the staples malformed after firing. Changed to another two to continue the procedure but the same problem happened again. Changed to a new one to complete procedure. There was no patient consequence nor surgical delay reported. No additional information provided.